Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained oversensing episodes were observed during follow-up in clinic post- device changeout procedure. Review of session records indicated that noise is either related to myopotentials or lead noise. Device was reprogrammed. Patient was stable and will continue to be followed remotely via merlin.ner transmissions. Related manufacturer reference number: 2938836-2019-04878.